Event description:
It was reported that: "dr. Explained that pt described to staff a unique feeling near hip several days prior to coming to ER. She felt this getting in or out the car. Dr. Determined via x-ray overview need for femoral head revision. Existing acetabular component was removed. Trident (B)(4), (B)(4), (B)(4) and (B)(4) were used as a revision components in an uneventful revision procedure. The existing c-taper sleeve remained on existing stem so c-taper head used for revision."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. All revised components were disposed of. If additional info becomes available, it will be submitted in a supplemental report.